Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa lab) received the vela cable assembly alarm ii. The suspect device was visually inspected and installed in a known good vela ventilator. The vela ventilator was powered up and the reported issue by the customer was immediately duplicated. The suspect device was disassembled and found that the cause of the issue was a loose connection.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the alarm sound is too small even when the alarm set at max. The customer reported replacing the main pcb (printed circuit board) for the suspect device. At that time, the customer observed the alarm sound got too small. The customer reported cross checking the alarm assembly, but the issue didn't resolve. As the customer was performing a repair, it is understood that there is no patient involvement.